Event description:
The customer reported that they received erroneous results for two patient samples tested for benzodiazepines plus. The first sample resulted as -65 mabs which is considered to be a negative result. The sample was confirmed by gc/ms to be positive for oxazepam at 760 ng/ml. Both the -65 mabs analyzer value and the gc/ms value were reported outside of the laboratory at the same time. The gc/ms value was believed to be correct. The second sample run on (B)(6) 2012, resulted as -333 mabs which is considered to be a negative result. The sample was confirmed by gc/ms to be positive for oxazepam at 15000 ng/ml. Both the -333 mabs analyzer value and the gc/ms value were reported outside of the laboratory at the same time. The gc/ms value was believed to be correct. The patients were not adversely affected by the event. The benzodiazepines plus reagent lot number was (B)(4) with an expiration date of (B)(6) 2013. The field service representative could not determine a cause. He checked the mechanical and fluidic operation of the instrument and no issues were found. He ran a precision study.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The customer provided the involved patient samples for investigation. It was determined the amount of oxazepam in the samples was at a lower quantity than oxazepam glucuronide. For gc-ms measurement, an enzymatic glucuronidase cleavage is typically performed, so the measurement would be a sum of both oxazepam and oxazepam glucuronide. The benzodiazepines plus assay that the customer used has very low cross reactivity for oxazepam glucuronide (oxazepam glucuronide is not cited in the package insert, but the structure is similar to lorazepam or temazepam-glucuronide and the cross reactivity for these is claimed at approximately 1%), therefore, it will not measure this molecule in significant quantities.

Manufacturer narrative:
For patient 1, the sample was confirmed by gc/ms to be positive for oxazepam at 765 ng/ml on (B)(6) 2012. The gc/ms oxazepam cutoff used was 300 ng/ml. For patient 2, the sample was confirmed by gc/ms to be positive for oxazepam at 15263.71 ng/ml on (B)(6) 2012. The gc/ms oxazepam cutoff used was 300 ng/ml.